Event description:
The customer's nurse called to inform us that the customer's voicemate was giving an error message, "meter not responding." The customer was not able to test her bg level at the time of the incident described by her sister. Her sister alleges the customer fell due to her bg level, and as the customer could not test her bg, her sister alleges this contributed to or caused the fall. The customer used her "lifeline" to call the fire dept who transported her to the hosp where she was admitted. Controls were not run. Return requested and replacement was sent.